Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date has been ruled out as a potential cause of the reported issue. Potential causes of the reported issue are erosion, migration, inadequate fixation, patient contraindicating conditions, normal post-op procedural pain, severe force applied to implant (patient fall, accidents), excessive twisting or stretching, off-label use, improper surgical technique (incorrect tool, implanting too deep), and patient non-compliance/touching or picking at the wound. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported soreness at the incisions and a bump at the receiver site. The patient is icing the area and the bump is getting smaller. The patient is doing fine and waiting for the bump to fully go down.